Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when the patient is trying to transmit, the power light is on but no other lights come on when the start button is pressed. The monitor will be replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that when the start button on the remote monitor was pressed it failed to power up. The power button was lit, but no additional indicator lights came on and no telemetry was initiated. The monitor had transmitted successfully in the past. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the monitor would not start an interrogation. Further analysis found that there was corrosion and contamination on the printed circuit board assembly, this was the cause of the monitor not being able to power up.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: a correction to model number was made to reflect correct model as 2490c8.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that when the patient is trying to transmit, the power light is on, but no other lights come on when the start button is pressed. The monitor will be replaced. No patient complications have been reported as a result of this event.